Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. Please see updated sections: d4, g4, g7, h2, h3, h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The handpiece undergoes functional tests and visual inspection prior to being shipped. This includes a motor activation test. It is likely the handpiece left the facility without any discernible damages causing it to not function. This suggests that the damages incurred were as a result of transportation or use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device motor was observed to be not spinning. The irrigation port was found damaged causing a leak on the device. The unit was noted to be non-repairable. Root cause of the reported failure likely attributed to user handling, and/or maintenance issue.

Event description:
It was reported that during reprocessing the device was found not functioning as intended. There was no patient involvement on this report. No user injury reported.